Event description:
A report was received that the patient had lead site discomfort due to the placement of the suture sleeve. The anchor was bothering the patient since it was too superficial. The patient underwent a revision procedure wherein the anchor was sutured deeper. The patient was doing well postoperatively.

Event description:
A report was received that the patient had lead site discomfort due to the placement of the suture sleeve. The anchor was bothering the patient since it was too superficial. The patient underwent a revision procedure wherein the anchor was sutured deeper. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.